Event description:
It was reported that an insulin gauge displayed a different amount than expected, showing a static fill estimate despite insulin being delivered. The specific blood glucose level was not reported, but there was no indication of an adverse impact to the customer¿s blood glucose level. Technical support educated the customer that the issue can occur due to a large variance in measured pressures and explained that once the insulin remaining equals the static number, the fill estimate would count down normally. The customer understood and acknowledged the explanation.